Event description:
On 10/09/2024, it was reported by a sales representative via (B)(4) that an ar-8860j jig, pars was not operating correctly; the needles could barely fit through the holes (see video attachment). The surgeon had to mallet the needles to be able to get them to pass through the jig. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-8860j jig, pars batch 011923 was received for evaluation. Visual inspection revealed signs of wear as the laser marks were faded. Multiples scratched and bent were noted on the right and left arms and jig base. Functional testing was not performed as the device was damaged. The most likely cause of the reported failure is wear and tear over repetitive use and processing.

Event description:
Additional information was received on 10/15/2024: this was discovered during a procedure on (B)(6) 2024. The case was completed using the standard prone according to the technique and they malleted the wires through the pars jig. The case was delayed roughly 30 minutes.